Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 2.50 x 38 synergy ii drug eluting stent was advance, but could not pass the lesion. After retracting the stent, stent strut damage was noted due to calcification. Pre dilatation was performed. The procedure was completed with another of the same device. No patient complications resulted in relation to this event. It was noted that the result of the procedure was good and the patient was fine.